Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the paddles that were attached. Complainant indicated that there was no pt involvement in the reported malfunction.